Event description:
It was reported that (1) tx60b was used during a low anterior resection procedure. It was reported by the rep that the surgeon alleges that surgeon fired the device and noticed that the staples did not form. It is unknown how the case was completed and there was no consequence to pt.